Event description:
The ph reading was staying at 0.0. The gi lab was called for instruction by the cn and then instructed to call technical support for ph study machines. The probe was repositioned and the actual machine switched with no results.